Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the touchscreen was observed to be intermittently unresponsive. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues.